Event description:
The customer reported that this unit failed to ventilate and failed to alarm while on a patient. There was no patient harm.

Manufacturer narrative:
The evaluation has not yet been completed. A follow up report will be sent with evaluation results.